Event description:
The customer is reporting a buzzing sound coming from the console speaker of the intercom sys. Philips field svc engineer (fse) has confirmed the operator was unable to hear the pt due to this issue and reported the cause of this event was the audio out plug not being properly seated in the host computer's audio port. There is no reported harm to a pt or an operator as a result of this issue.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).